Event description:
Following a diagnostic angiogram and pre-deployment femoral angiogram, an angio-seal was deployed to seal the arteriotomy site. Following deployment, a slow arterial bleed was noted and manual pressure was applied to achieve hemostasis. Approximately 25 minutes later, the tension spring was removed and bleeding was noted; a sandbag was applied to achieve hemostasis. Approximately four hours later, the patient was assisted to the bathroom when bleeding was noted again. The patient was returned to bed and manual pressure was applied for ten minutes to achieve hemostasis. Approximtely two hours later, the patient complained of feeling dizzy; blood pressure 82/52, heart rate 42. Following medical treatment, the patient's blood pressure rose to 113/81 and heart rate to 60. The groin site was slightly bruised. The user was certified on the use of the angio-seal device.